Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The output socket of the device was replaced, according to additional information provided by an olympus field service engineer. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). More than 8 years have passed since the device was manufactured, the contact pins of the output socket may have worn out due to repeated use over a long period of time. Omsc concluded that this interfered with communication between the endoscope and the video system center via the light source device, resulting in scope communication error b30 and image noise. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation, but an olympus field service engineer is planned to visit the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was noisy and the scope communication error (B)(4) occurred. There was no report of patient injury associated with the event.